Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported blood glucose level was "high" on the continuous glucose monitor with trace ketones. Elevated bg was address by correction injection via manual injection. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.